Event description:
This patient reported she felt "funny" in the stomach when using her device. The audiologist, therefore, turned off the basal electrodes of the implant. The surgeon decided to explant the device, but ordered an x-ray. The xray showed that the array was incorrectly positioned in the vestibule instead of the cochlea. He removed the device in 2006 and reimplanted the patient with a new one.